Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shocks due to oversensing noise. Clavicular crush was suspected. Lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.